Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient "developed a large pseudo tumor about her right hip joint, has suffered from metallosis, has sustained permanent damage to her superior gluteal nerve, has sustained permanent partial paralysis of her gluteus medius muscle, and has suffered multiple hip complications and injuries including but not limited to elevated cobalt and chromium levels, diminished gait, decreased range of motion, restricted walking/standing due to partial paralysis and worsening pain."